Event description:
It was reported that patient experienced ineffective therapy. System diagnostics recorded high impedances on the lead extension. As a result, surgical intervention was undertaken wherein the extension was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The reported event of high impedances was confirmed. As received, visual inspection showed the returned lead extension found all the internal lead wires being broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.